Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has a blank display and that a piece of the battery compartment broke off. They believe that is the reason why the pump is not working. The customer¿s blood glucose is 265 mg/dl. The caller stated that they were trying to change the battery when the incident occurred. They were advised that a replacement battery cap would be sent to the customer overnight and that if the pump didn't come back on when they replace the battery and the cap, then they should call back for further troubleshooting. The insulin pump will not be returning for analysis.